Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - biomet screws catalog #: ni lot #: ni. Report source- foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent tmj procedure (B)(6) 2021. Subsequently, a few days after surgery upon examination of occlusion, it was discovered that the joints were pulled out of alignment when the segmental lefort was done. A revision surgery is necessary to correct the alignment. It was reported that no further information is available.

Manufacturer narrative:
Initial report was submitted in error, as the product involved in the event is not a zimmer biomet device and zimmer biomet does not have reporting responsibilities.

Event description:
No further event information available at the time of this report.